Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis received in good condition with no visible or defects observed. The image pc failed to boot up to windows application at the virus scan station. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be wear and tear. (B)(4).

Event description:
Same case as 2134265-2017-04660 and 2134265-2017-04661. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and pullback sled to view the target lesion. It was noted that the system didn't start up and could not proceed further from imaging pc v2-2 bios start up screen. However, application was restored by turning the imaging pc off/on. Automatic pullback was attempted but it failed. Error 119 was displayed which correlates to lost internal computer connection. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2017-04660 and 2134265-2017-04661. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and pullback sled to view the target lesion. It was noted that the system didn't start up and could not proceed further from imaging pc v2-2 bios start up screen. However, application was restored by turning the imaging pc off/on. Automatic pullback was attempted but it failed. Error 119 was displayed which correlates to lost internal computer connection. No patient complications were reported.